Event description:
It was reported that the customer experienced a blood glucose (bg) level of 42 mg/dl. Reportedly, customer delivered too large of a bolus for the amount of carbohydrates consumed. Bg occurred during the night, so it was not addressed. No additional patient or event information was available.

Manufacturer narrative:
Do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.